Event description:
Event description cpi received information that this patient has suffered several inappropriate shocks and the pacing impedance was > 2000 ohms. Physican decided to cap the rate sensing portion of this transvenous defibrillation lead and implant a new pace/sensing lead. The physician elected to explant the defibrillator at this time due to eri. A new device was successfully implanted.